Event description:
Receiving hyperal via infusion pump. Pump recording infusing at 100cc/hr but large amount solution noted to still be in bag. Bag switched to different pump which immediately sensed an occlusion which original pump hadn't sensed. Didn't receive hyperal for approx 6 hrs with resultant temporary decrease in urine output.